Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the guide wire was broken. The 80-85% re-stenosed target lesion was located within an unspecified stent implanted in the bifurcation of the moderately tortuous left circumflex (lcx) and the ramus. A pt graphix guide wire and a non bsc guide wire were placed. The kissing balloon technique was performed utilizing a non bsc balloon and a maverick balloon. While removing one of the balloons over the wire, the pt graphix guide wire was broken on a portion external to the patient. Both balloons and both wires were removed from the patient. The procedure was completed with a new balloon and another pt graphix wire. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the guide wire was broken. The 80-85% re-stenosed target lesion was located within an unspecified stent implanted in the bifurcation of the moderately tortuous left circumflex (lcx) and the ramus. A pt graphix guide wire and a non bsc guide wire were placed. The kissing balloon technique was performed utilizing a non bsc balloon and a maverick balloon. While removing one of the balloons over the wire, the pt graphix guide wire was broken on a portion external to the patient. Both balloons and both wires were removed from the patient. The procedure was completed with a new balloon and another pt graphix wire. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the wire was received in two segments. A fracture was identified approximately 41cm from the proximal end. A bend was observed at approximately 11cm from the proximal end and kinks at 36 and 39cm from the proximal end and 5cm from the distal end. All outer diameter measurements are within the specifications. Sem analysis concluded the failure mtac report: failure occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).